Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead was placed in the desired location, however, the catheter sheath kinked in the patient's anatomy and locked on the lead. This prevented the sheath from sliding over the lead body and ultimately dislodged the lead. The sheath was removed and a second sheath was placed and implant was attempted again, resulting in the same kinking of the sheath and the inability to remove the sheath, causing dislodgement of the lead. The lead was not implanted and another lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.